Event description:
Facility has used the medtronic external temporary pacemaker for about one year. In the past few months the user facility has experienced two instances of the device being turned off inadvertently. Both devices were checked and were functioning appropriately. Staff thinks the keypad button that is to be pushed twice to turn off the device is inadequately covered or shielded. Staff believes that the button was accidentally bumped, leaned on or pushed twice and the device turned off. Fortunately, the two pts were not harmed.